Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
The customer reports a problem with the camera head. Ever so often when he is working the screen goes blank. It has been determined that tapping the camera head a few times it comes back on but to the zoom feature with all the procedure blocks in the middle of the screen. He has to white balance again and carries on. No patient injury was reported. It is unknown at this time if a back up was required.